Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The other graftmaster device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, de novo lesion in the left circumflex (cx) artery. A perforation was noted so a 3.50x26mm graftmaster (gm) covered stent system was advanced but could not cross the calcified anatomy to reach the perforation. The device was removed without issue and a 3.50x19mm graftmaster stent system was then attempted to be advanced but also could not cross the calcified anatomy to reach the perforation. The device was removed without issue. The perforation was resolved with balloon angioplasty using an unspecified balloon. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.